Event description:
Patient brought in due to short to shield phenomenon causing intermittent pump stops. Percutaneous lead repair was performed by abbott engineers at bedside. When they cut into the driveline they noted dried bodily fluid crusted in between the silastic and the clear layer surrounding the wires. Unclear where break in the silastic integrity is to allow fluid inside driveline. Engineers completed lead repair, which so far, appears to have fixed short-to-shield issue. Manufacturer response: for lvad, abbott heartmate ii lvad pump (per site reporter) rep fixed device.